Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, and h11. The device was not returned to olympus for inspection, however, technical assistance center (tac) provided on-site assistance, and the reported failure was confirmed. Tac was able to duplicate image problem by testing few connections and was able to determine that the problem was with the pigtail. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had static in the image or no image available when the pigtail cable was moved. The event occurred at service/ maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.